Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been jammed. A field service engineer checked the lights and replaced the latch piece due to the magnet had fallen out. After the latch was replaced, the drawer was accessed and confirmed to be working normally. The fse then inspected all drawers and replaced the latch piece in another full-height drawer as a preventive maintenance. Following this, the drawer operated normally, and the replacement was done to maintain its proper functionality. The system functioned as intended after the field service engineer repaired the device.